Event description:
A malfunction alarm was reported, displaying a code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and customer resumed insulin therapy.